Event description:
It was reported that the cannula was not visible when the pod was removed; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
After internal review on 04-mar-2026, b5 and h6 were corrected. This no longer meets the criteria for a reportable device malfunction.

Event description:
After internal review on 04-mar-2026 it was corrected that the patient reported they thought there was no cannula present on the pod, therefore this is not a needle mechanism failure.